Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure, the right ventricular lead helix would not deploy during the placement of the lead. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.